Event description:
It was reported that when using the bd pyxis¿ es server, it had a pyxis drawer stuck, unable to open the drawer. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A field service engineer cancelled the work order and mentioned as duplicate ticket, a follow up was raised requesting correct work order, but no further information was available.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a pyxis drawer stuck, unable to open the drawer. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.